Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
Doctor informed the product mangater that in revision operation of hmrs rotating hinge, originally operated 2005, all parts related to hinge construction were exchanged due to instability and hyperextension of knee (bushings and bumper were found to be broken and severely worn). The bumper 0°, 6483-2-150 with lot lcl298 was found to be exceptionally loose after locking it in place, meaning it didn't lock in place as it should be. The bumper was left in place because this was the only piece available in this revision operation. If this bumper won¿t stay in place because of poor locking this will end up in rerevision.

Manufacturer narrative:
Please note corrected data: catalog # revised to unknown bumper. Lot # revised to unknown lot. Reported event: an event regarding instability involving unknown worn/broken hmrs bumper was reported. The event was not confirmed. Device evaluation and results: a visual, dimensional, functional, or material analysis could not be performed as the devises were not returned for evaluation. Medical records received and evaluation: no medical records were received for evaluation. Device history review: a review of the device history records could not be performed as the product lot number was not provided. Complaint history review: a complaint history review could not be performed as no catalog or lot number was provided. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Not returned to manufacturer.

Event description:
Doctor informed product manager that in revision operation of hmrs rotating hinge, originally operated 2005, all parts related to hinge construction were exchanged due to instability and hyperextension of knee (bushings and bumper were found to be broken and severely worn). The bumper 0°, (B)(6) with lot lcl298 was found to be exceptionally loose after locking it in place, meaning it didn't lock in place as it should be. The bumper was left in place because this was the only piece available in this revision operation.